Manufacturer narrative:
The device history records for radiesse lot injected were not reviewed as the lot number was unk. Additional info was requested.

Event description:
The initial report was received from a (B)(6) dentist and concerns a (B)(6) female pt (details not reported). She was injected with a total of 4-4.5 ml of radiesse, into her cheeks (1.8 ml each side) and chin area (0.8 ml) for an unk indication on (B)(6) 2013. The needle used for injection was a pixel needle. On (B)(6) 2013, seven days after receiving radiesse, the pt woke up swollen in the right side of the face, locally, just under the chin. She was put on antibiotic heracilin 750 mg three times daily for 10 days. After four days of antibiotic treatment, the swelling went down. The outcome of the events was reported as resolving. No info on the intensity of the event was given. No further info was provided. Additional info was requested.